Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver an unspecified volume of vancomycin at 130ml/hour. The nurse reportedly did not verifty whether drops were noted at the initiation of therapy. Approximately 1 hour after the infusion was started, the patient notified the nurse that the fluid was not infusing. There were no pump alarms. The nurse reported that the tubing had been misloaded into the tubing channel under the pump door. The location of the misloaded tubing was not known. The tubing was readjusted in the tubing channel and therapy was continued with no further reported incident. There was no reported adverse patient event. Though requested, there was no additional information available.